Event description:
Patient underwent microdirect laryngoscopy with left microflap excision of left vocal cord lesion. When the mouthguard was removed at the end of the procedure, it was found to have a hole in it where the front teeth had met. The md is concerned that there is the potential for pieces to get in the airway.